Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient¿s implantable cardioverter defibrillator and right ventricular lead was explanted due to an infection. The patient was stable post procedure.